Event description:
A pt reported experiencing inaccurate erratic results with an ot basic enhanced meter. The pt's blood glucose was 147, 252, and 117 mg/dl within 10 minutes with a difference of 46%. Pt did not experience any adverse events. No further info has been reported.